Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the implantable cardioverter defibrillator exhibited myopotential oversensing, which inhibited pacing therapy. The patient was asymptomatic. On (B)(6) 2017 the patient presented to the clinic and myopotential oversensing could not be reproduced. The device was reprogrammed and the patient was in stable condition.